Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. It was also received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The device passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm which was resolved by a reservoir change. She also reported receiving a button error alarm which could not be cleared and stated that the device had cracks. The customer stated that the device may have been exposed to perspiration. The blood glucose value was 67 mg/dl. The device was returned for analysis.